Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. The anesthesia team asked about pressures, and the physician used intracardiac echo to try to locate if there was any effusion. The physician identified a small effusion and then used "fluoro" to confirm. Physician thought the event might have been during the "cti ablation" (cavotricuspid ishmus). The impedance never jumped up, the force never jumped up, and "nothing out of the ordinary happened with our catheter". Patient was reported to be in stable condition. The physician didn't put any blame on the bwi product. A pericardiocentiusis was performed to remove the fluid. When patient left the operating room, their pressures were looking normal and the effusion was not returning. Additionally, transseptal was performed (brk needed and sl sheath.) Ablation was performed prior. No evidence of a steam pop. No errors were seen.

Manufacturer narrative:
D4 primary UDI number was updated to (B)(4). On 23-jul-2024, the product investigation was completed as the complaint device was not returned. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31165688l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).